Manufacturer narrative:
(B)(4). The rt265 infant evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k034026. Lot numbers: 110414: x1, 110620: x1. Device manufacturing dates: 04/14/2011, 06/20/2011. Method: two complaint devices have been returned to fisher & paykel healthcare (B)(4) for visual inspection and performance test. Result: the visual inspection revealed no damages found on both complaint devices. The performance test revealed that there was condensation in the evaqua2 limbs when the heater wire was not connected, but no condensation was observed when the heater wire was connected. A lot check revealed no other complaints of this type for lot numbers 110414 and 110620. Conclusion: condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by a number of multiple setup and environmental factors. (B)(4).

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare sales representative that excessive condensation was found in the expiratory limb of two rt265 infant breathing circuit kits. An increase in the co2 levels of the patients was observed.

Manufacturer narrative:
(B)(4). The rt265 infant evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k034026. One complaint device has recently been returned to fisher & paykel healthcare (B)(4) and the device evaluation is currently in progress. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare sales representative that excessive condensation was found in the expiratory limb of two rt265 infant breathing circuit kits. An increase in the co2 levels of the patients was observed.